Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. The customer reset the pump and reloaded cartridge to resolve the issue. Customer¿s blood glucose level ranged from 378-379 mg/dl.